Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.7, reference: 3.0, mean: 3.85, confidence limits: 2.2-5.3. Inratio precision data provided by end user: 1st inr: 4.3, 2nd inr: 3.7, mean: 4.00, sd: 0.42, %cv: 10.61. The 2.2 inr was excluded from comparison test since it was obtained on a week prior to the other inratio results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that both inratio versus reference and repeated inratio test result comparisons meet accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, inratio: 4.3; 3.7. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.7, lab: 3.0. Patient's therapeutic range: 2.0-3.0 inr.